Manufacturer narrative:
Pump received with an unresponsive keypad at all the buttons. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found cracked keypad traces. Swapped out case and successfully downloaded history files and traces. No stuck button alarm found in the pump history files or traces on the event date 08-jul-2024. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, scratched case and minor scratched lcd window. Keypad/button unresponsive/button error alarm was confirmed due to cracked/broken keypad traces. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for keypad anomaly/stuck button alarm. Buttons remained unresponsive after troubleshooting. Pump would be replaced. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.